Manufacturer narrative:
Multiple set screw have been utilized in this case. They are of the same product part number/description but contain two separate identifying lot numbers. It is unknown which manufacturing lot number belongs to the backed out set screw. Lot 8073503 manufactured 2/23/2018, lot 8104801 manufactured 4/25/2018. No evaluation possible at this time. The implant has not been removed from the patient.

Event description:
Set screw back out found at l4 during a post-op visit conducted on (B)(6) 2019. The surgeon has decided not to perform revision surgery at this time. The zodiac spinal fixation system was originally implanted on (B)(6) 2019 from the t10 thru l4.